Manufacturer narrative:
Internal complaint reference: case-(b)(4. H10 h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and a cosmetic flaw (gap) was observed between the top cover and front bezel. A functional evaluation was performed on the returned device and found p2 transducer failed pressure test. Further evaluation revealed a defective transducer. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with electrical component failure. Factors that could have contributed to the failure include a defective transducer. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that during routine inspection, the dyonics 25 controls was pumping too much pressure. There was no patient involvement.